Manufacturer narrative:
Manufacturer reviewed x-ray of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Event description:
It was reported that the vns pt was seen for their first f/u appointment following recent generator replacement surgery, and upon interrogation of the pulse generator, high lead impedance warning message was received. The pt was referred back to the surgeon who performed the generator replacement surgery and x-rays were taken. The x-rays were sent to manufacturer for review where the lead pin did not appear to be fully inserted inside the generator connector block. There were no other anomalies observed on the x-ray images received. The pt subsequently had surgery where the surgeon performed a pin re-insertion and the high lead impedance subsequently resolved, and diagnostic tests revealed normal device function.